Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Although it is unknown if the device contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2007: patient presented with following pre-op diagnoses: status post l2-l5 lumbar fusion. Diskogenic low back pain l4-s1. For which, patient underwent following procedures: l5-s1 posterior spinal fusion. L5-s1 bilateral lateral recess decompression. L5-s1 posterior lumbar interbody fusion. Segmental instrumentation using engage titanium system. Implantation interbody cages x2. Local bone graft, matrix allograft bone graft, bmp. Running and triggered emgs. Intraoperative CT scan evaluation. Intraoperative fluoro navigation. Per op notes, a trial was performed with a 25 x 12 mm in height capsule and cage was implanted into the disk space. Intraoperative fluoroscopy was employed and showed the case to be in satisfactory position. Next, the actual cage was filled with matrix allograft bone graft. Bmp was placed anterior to the cage and the cage was impacted at the l5-s1 level. An identical procedure was performed on the right side and bilateral cage implantation was obtained. Patient tolerated the procedure well without any intraoperative complications. On (B)(6) 2007: patient presented with following pre-op diagnoses: status post l5-s1 posterior lumbar interbody fusion. Interbody cage of migration causing bilateral radiculopathy. For which, patient underwent following procedures: anterior lumbar decompressive diskectomy. Removal of interbody cages x2. L5-s1 anterior interbody fusion. Implantation precision bone implant times one. Implantation bone morphogenic protein. Application titanium plate.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.